Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 210 mg/dl at the time of incident and current blood glucose level was 151 mg/dl. Customer treated with manual injection. Customer wishes to perform the high pressure test. Customer had a tubing clamp available. Customer did not want to performed test. Troubleshooting was performed for under delivery. The device will not be returned for analysis.